Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 2 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital with signs of local infection at the percutaneous lead counter-incision site. The patient was treated with ciprofloxacin and was discharged. The infection worsened and the patient was re-admitted on (B)(6) 2016. Positive pseudomonas cultures were confirmed. The patient was treated with antibiotics, and wound vacuum assisted closure (vac) therapy was applied. On an unspecified later date, the patient experienced temporary low speed advisory and low flow alarms, but the patient is reportedly doing fine without any hemodynamic impairment or other issues. A visual percutaneous lead evaluation did not reveal any damage or issues. No further information was provided.